Event description:
37 y.o. Female with history of iddm and 2 wks s/p esophageal bleed presented for egd procedure with esophageal variceal banding. During procedure an overtube was successfully placed using endoscope. After completion of the procedure overtube removed but only proximal bite guard end came out which had apparently separated from long plastic tube portion which remained lodged in esophagus. Migrated beyond teeth approx 2 cm below vocal cords. Attempts made to remove using forceps without success. Endoscope re-inserted and overtube retrieved with balloon dilator (54 fr) -18 mm 18 cm placed into stomach to pull out from bottom up. Minimal bleeding at end of case from esophageal mucosal laceration and overtube trauma. Admitted to ICU overnight for observation. When completing this report discovered unable to determine lot# of device. Packaged with lot# on box and plastic bag but no where on device is MFR identified or lot# recommend MFR label these devices appropriately. MFR literature reviewed and noted under caution: "it is recommended that reuse of the overtube be limited, to no more than (25) uses, event when recommended cleaning and disinfection instructions are followed. Performance characteristics may deteriorate beyond the recommended number of reuses." Also unable to determine how many times this device has been used due to lack of adequate labeling by MFR. Reprocessing was done prior to this procedure using MFR advise on literature as caution or warning. Recently received ecri 5/23/97 health devices alerts regarding bard endoscopic overtube for ligatures, endoscopic loop [17-785] reported 6/4/96. This report appears to be a very similar situation to what occurred at co facility. In fact co opened a brand new device and removed it from its packaging to notice how a new device, never used before, looked. Upon flexing the tubing where attached to mouth piece co was able to see the device pulling apart. Appears glue used not effective. Recommended to not use this device. Will return to MFR for replacement.